Manufacturer narrative:
Intuitive obtained additional information. The instrument was inspected prior to use. There was no damage out of the ordinary. There was loss of cautery associated with the broken/loose cable. There was no sign of thermal damage at site of breakage. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, maryland bipolar forceps instrument had a damaged conductor wire (black). There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps passed the electrical continuity test. Visual inspection was performed and found no damage to the conductor wire. The instrument was found to have a frayed grip cable at the distal end.